Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor missing the electrode. The customer¿s blood glucose was unknown at the time of incident. The customer was advised that the sensor is being replaced and is not expected to return for analysis.